Event description:
It was reported that during consignment inspection the device was found with burrs and nicks. Device will be returned. After investigation, upon product's receipt, it has been confirmed that the device is cracked/broken.